Manufacturer narrative:
(B)(4). Complainant city: (B)(6). (B)(4).

Event description:
It was reported that peeling of catheter coating occurred. The target lesion was located in the uterus. A renegade¿ hi-flo¿ fathom¿ system was selected for use. During preparation, when the device was removed from the protective hoop, it was noted that the coating peeled away and the micro-catheter was leaking and lacking support in the damaged area. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was broken/damaged from .5cm to 5cm from the strain relief. The shaft was not completely separated the inner liner was still connected. There was also 1 kink in the device. The kink was located approximately 8.5cm from the tip. The complaint of the hydrophillic coating being damaged was most likely at the separated portion of the device due to the coating looked smooth and even throughout the remainder of the catheter shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that minimal resistance was encountered when the device was removed from the protective hoop.